Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, during a call to customer support the subject pump lost power. The pump's battery was replaced; however, the alleged power issue was not resolved. The patient denied any visible damage to the pump's casing and confirmed the battery cap was secured to the pump and the yellow o-ring was not visible.